Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/13/2015 with the following findings: moisture was observed behind the display. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. The returned battery cap was able to secure properly to the pump. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.